Event description:
Report received indicated that there was a balloon rupture during a percutaneous transluminal angioplasty. The biliary tree was the target lesion. There was 100% stenosis present. The product was inspected without any anomalies and instructions for use were followed. The guidewire was inserted across the target lesion via sheath introducer. A balloon for pre-dilatation was used at the target site. The balloon catheter was advanced to the target lesion over the guidewire through the sheath introducer and the balloon was inflated using an indeflator however the balloon ruptured at 4 atm. Another balloon catheter was used to end procedure successfully. There was no adverse consequence to the patient. This product will not be returned for evaluation and testing.